Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient's generator incision site in the chest became infected after the patient picked at the site and cause the vns lead to extrude through the skin (previously reported via MDR #1644487-2010-02941). The patient was seen in the emergency room where the exposed lead was accidently cut. The patient later underwent explant of the vns generator and lead. Analysis of the generator did not reveal any anomalies. Analysis of the lead portion returned identified abraded openings in the inner and outer tubing, possibly due to wear. Early stages of secondary fractures were identified near a torn coil end. Although not conclusive, it appears this observed condition is the result of the explant procedure. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified within the returned lead portion.